Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative rebooted the system multiple times but was unable to replicate the reported issue. Medtronic personnel conducted an software investigation but were unable to determine the probable cause of the reported issue.

Event description:
A site representative reported that during a hip case, the navigation system displayed a "localizer not connected" message when attempting to do leg lengths. Rebooting the system did not resolved the issue. The procedure was completed without the use of navigation. There was a delay of less than 1 hour. No impact on patient outcome.